Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 08-nov-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing baclofen (2000 mcg/ml at 125 mcg/day) via an implantable pump. It was reported that the patient had a catheter leak. The factors that may have led or contributed to the issue were unknown. It was unknown any diagnostics/troubleshooting were performed. The catheter was removed and replaced with new catheter (8780). The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.